Event description:
Customer reported that he was hospitalized because he was driving and had a car accident due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 44 mg/dl. Customer stated that he was doing physical exercise which caused his blood glucose to go low. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.